Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade iii capsular contracture", "probably rupture", ¿towards both axillary regions, benign-looking lymph node growths are identified¿. Cont e1 phone number-(B)(6).

Event description:
Healthcare professional reported " grade iii capsular contracture", "probably rupture", "pain", "mass sensation", and "cyst" confirmed via ultrasound. This record is for the left side. Device was explanted.